Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had the battery that was not charging when plugged into ac. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The aware date in the initial MDR was reported incorrectly. The aware date should be 2021-09-01.

Manufacturer narrative:
The aware date mentioned in h10 of mfg follow-up #1 refers to the date received by mfg (g4) of the initial emdr. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and checked the charging circuit, to fix the issue he replaced the batteries and verified calibration. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had the battery that was not charging when plugged into ac. There was no patient involvement, and no adverse event reported.